Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 with vasoshield would not power up. The device showed a green light but never powered up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. The lot number is unknown for this OEM device and as a result, a lot history is not possible. (B)(4).